Manufacturer narrative:
Additional manufacturer narrative: updated sections b4, b5, g3 and g6. Corrected data: medical records were received that confirmed the cause of reintervention to be late endocarditis. Intermediate, or late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. This is not a serious injury. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through the implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of 3 years, 1 month due to endocarditis and mild regurgitation. The explanted valve was replaced with a 25mm 11500a valve. Per medical records received, the patient was experiencing fevers and chills and was hospitalized with stroke symptoms. Tee was done and showed possible aortic valve density with no definitive vegetation. The patient was started with IV antibiotics. Another tee showed large vegetation on prosthetic av valve. Cultures were positive for gram-positive cocci bacteremia. The patient underwent redo-avr with a 25mm 11500a valve, greater saphenous vein harvest, and orif sternal fixation. The patient was later transferred to ICU. The patient was discharged on pod# 5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of 3 years, 1 month due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. The patient was reported to be in recovery post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.